Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the starclose se after an interventional procedure. Reportedly, after the clip was deployed, hemostasis was not achieved. Manual arterial compression was applied and hemostasis was achieved. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The device being available for analysis may have aided in determining a more definitive cause for the reported clip not achieving hemostasis. The reported experience can be influenced by, but is not limited to manufacturing, patient anatomical conditions and/or user technique. During manufacturing, all starclose se devices are inspected and verified for proper loading of the clip onto the carrier tube. At the final inspection, it is verified that the ribbon wings open properly, collapse completely, are aligned and are not damaged. In addition, a sample of devices from each lot are functionally deployed as part of lot release testing. There were no challenging anatomical conditions reported. The clip appearing to deploy correctly and closure not achieved or there is continued arterial bleeding can be caused by relaxing downward pressure or retraction of the device during clip deployment, failing to raise the device from 45 degrees to 60 to 75 degrees prior to clip deployment, or device was not stabilized with the left hand during clip deployment. Inadequate nick and spread incision could cause the clip to be deployed on the skin or in the tissue tract below the skin. The physician was reportedly trained in the use of starclose se device and there was no report any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for not achieving hemostasis after firing the clip could not be determined. There is no indication of a product quality deficiency. A review of the device lot history record and a query of the complaint handling database could not be performed as the lot number was not provided and the device was not available for analysis.